Event description:
A surgeon reports a pt had an unexpected 3.0 diopters of hyperopia following intraocular lens implant surgery. The anticipated out come was a slight myopia of 0.5 diopters. The lens remains implanted. Additional info has been requested.